Event description:
It was reported that a caregiver slipped on hydraulic fluid and experienced a "strain and tear" as a result, though the location and severity of the injury were not provided. The caregiver was prescribed physical therapy as a result. A stryker field service technician performed a device evaluation, however the stryker risk management team is currently undergoing further investigation. A supplemental record will be filed with additional information once the internal investigation is completed.

Event description:
It was reported that a caregiver slipped on hydraulic fluid and experienced a "strain and tear" as a result, though the location and severity of the injury were not provided. The caregiver was prescribed physical therapy as a result. A stryker field service technician performed a device evaluation which identified that a damaged hydraulic jack was the source of the leak.

Manufacturer narrative:
The b5 event summary has been updated to reflect the completed investigation.